Event description:
This incident was reported by a clinical engineer at the user facility, to document a spontaneous injection of contrast, in which the a-ram moved un-commanded during the use of the optistar elite injection system. The reporter states that on one occasion, the protocol started after pressing the enable button on the on the console. The reporter states that this issue occurred just once, and that they were unable to reproduce the issue. The facility is still using antmed syringes. The reporter also states that the event did not occur during a procedure, and that there was no injuries to patient or staff. Reporter states that patient was attached to the device when the incident occurred, and that the contrast being injected was dotarem.